Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with pump error 37 alarm during rewind due to corroded motor home switch. Unable to performed displacement, rewind, seating and basic occlusion due to pump error 37 alarm. Device received with cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 450 mg/dl at the time of the incident. The customer¿s other blood glucose was 300 mg/dl and over 450 mg/dl. The customer stated said that their blood glucose continued to go up even after new insulin pump settings had been corrected. The customer had a new insulin pump set up. The customer reported that they feel okay for troubleshooting. The customer reported that the insulin pump system has not been in use within 48 hours of reported high blood glucose event. The customer was using the old insulin pump. The customer went over the settings and were corrected. The customer used the insulin pump for 12 hours then reverted to the old insulin pump. The customer refused to continue high for troubleshooting because it was obvious that high blood glucose was due to a wrong basal pattern running. The device will be returned for analysis.